Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemorrhage, hematoma and vasospasm are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure a retriever was used for a right middle cerebral artery (r-mca) occulsion. Two passes were made with this retriever. Angioplasty was performed. A vessel spasm was confirmed after retreival, where an aneurysm developed. A subarachonoid hemmorhage (sah) was confirmed post procedure. The sah had developed into a hematoma and was surgically removed. External cerebral decompression was performed.

Event description:
During the procedure a retriever was used for a right middle cerebral artery (r-mca) occulsion. Two passes were made with this retriever. Angioplasty was performed. A vessel spasm was confirmed after retreival, where an aneurysm developed. A subarachonoid hemmorhage (sah) was confirmed post procedure. The sah had developed into a hematoma and was surgically removed. External cerebral decompression was performed.

Manufacturer narrative:
Device has been disposed.